Event description:
During an electrophysiology procedure this device failed to pace or sense. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.